Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-16143. It was reported that the patient's right ventricular and atrial leads were dislodged. The leads were explanted and replaced. The patient condition was unknown.